Manufacturer narrative:
There is no indication of a coil or system malfunction that could have contributed to the injury. The patient subsequently stated that there was increased heat development in the left hand area at the end of the examination. The injuries, 2nd degree burns on the patient's left hand a are consistent with heating incidents caused by insufficient distance between body parts, a so-called skin-to-skin burn. No padding was used to prevent this from occurring. There may have been direct contact between the patient's hand and the thigh/buttocks. Considering the possible direct contact between the patient's hand and the thigh/buttocks, the burns can be explained by skin-to-skin contact, which allowed an rf loop to form.

Event description:
Philips received a report that a male patient suffered 2nd degree burns on his left hand after lumbar spine examination with the contrast agent.